Event description:
I was essure implanted on (B)(6) 2013. Immediately following and since then, I have had debilitating side effects. I deal with migraines, stabbing pains, cramping, excessive bleeding during "monthly", nausea, diarrhea, dizziness, head fog, depression, mood swings, tingling in hands and feet, joint pain, and bloating. I am allergic to nickel and was not told that this product contained nickel. I had my hsg and I have a broken coil, my coils are too far into uterus, and I now have an anteflexed uterus.